Manufacturer narrative:
Initial reporter phone #: (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21015825. Medical device expiration date: na. Device manufacture date: 2021-01-11. Medical device lot #: 20096170. Medical device expiration date: 2025-09-09. Device manufacture date: 2020-09-08. Investigation summary: no product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5301-c lot number 21015825 was performed. A device history record review for model mp5301-c lot number 20096170 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09sep2020. The search showed that a total of (B)(4) units in 1 lot number was built on 12jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that 4 8.5 in pressure rated set w/bonded experienced defective/damaged tubing. The following information was provided by the initial reporter: material #: mp5301-c. Batch/ lot #: 20096170. Comptech and vct identified imf 23227(tubing/set w/maxplus) for having reliability issues. The item had several failures, the latest today where 3 failed on the same patient.